Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having difficulty taking readings and avoiding electromagnetic interference (emi). Troubleshooting included patient electronics system (pes) was on a chair, pes was plugged into a wall outlet. Started a reading without the patient, 0% white. The patient was then asked to sit back against the pes, head on headrest. Blue then green. Music started then the patient was prompted to reposition away from metal and move their cell phone. Pes was still showing blue. The patient was asked to make sure their head was all the back, music started then stopped. Of note, patient was at their child's home and there was a metal roof. The patient tried moving left ventricular assist device pack but was still unable to hold a green signal. The reading timed out and the patient started another reading, blue and green. A reading was successfully obtained after troubleshooting however after review from technical heart failure specialist (thfs) it was determined that the waveform was dampened. It was noted that the waveform became dampened after the patient resumed readings on (B)(6) 2025 after a recent left ventricular assist device (lvad) implant on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 6 of the IFU, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and appendix c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Appendix c further states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.